Manufacturer narrative:
This is not an issue with the device. The device was hit by a car with user in it. Should further information become available, a follow-up report will then be issued.

Event description:
Alleges user was hit by a car while in unit.